Event description:
It was reported that the customer was hospitalized for low bgs. The customer was disconnected from the pump during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. The insulin type and concentration was correct. However, the pump had an alarm. Assisted the customer with rewind. A self-test was completed and passed. The customer fell down on the stairs and became unconscious. Suggested to the customer call md to discuss possible causes of low bgs.